Event description:
A surgeon reported a scratch was noted in the center of an intraocular lens (iol) at a postoperative visit. The surgeon noted the patient is also reporting experiencing glare. In a follow up, the surgeon reported it is unknown if the iol caused or contributed to the event. The event continues with the patient experiencing glare. The surgeon noted that posterior capsule opacification had been observed. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. An unapproved viscoelastic was used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number .attempts have been made to obtain additional information on (B)(4) 2012 by phone, fax and mail. A completed questionnaire was received on (B)(4) 2012. (B)(4).